Event description:
Resident was being transferred with a floor lift and a clip sling. The staff did not notice the clip on the sling was broken and proceeded to use it, causing the resident to fall to the floor. The pt sustained a minor bruise to the occipital lobe. The facility restorative nurse stated that the incident must be attributed to a user error as the sling should not have been utilized.

Manufacturer narrative:
(B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc and any medwatch reports will be submitted under registration #9681684. As an immediate corrective/preventive action, an in-service was provided and sling proper procedure/usage was reviewed. Add'l info will be provided following the conclusion of the MFR's investigation.